Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the foreign material may not have been removed because reprocessing could not be conducted properly due to leakage at between scope connector cover and light guide connector. The foreign material was unable to be identified. The event can be prevented by following the instructions for use (IFU): IFU states the detection method in gif/cf-170 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif/cf-170 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the gastrointestinal videoscope had air channel blockage during receipt inspection. Upon inspection and evaluation, block is due to foreign material stuck inside channel between air/water junction and nozzle unit. There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during incoming inspection and evaluation.

Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's reported issue ¿air channel blockage¿ was confirmed. The following findings were also noted during device evaluation: switch section key top 1 incised, cut, leak between scope connector cover and light guide connector, nozzle deformed, light guide cover lens scratched, charged coupled device (ccd) unit and ccd cover lens are cracked (internal), distal end lens glue (2x) and discoloration, ccd cover lens glue has discoloration, light guide cover lens (2x) has discoloration under lens (corrosion), plastic distal end cover was burned, bending section glue is separated and sharp edge (snag), connecting tube has wrinkles and buckles, video case connector pin starting deteriorated, and connector has multiple dents and wear, angulation has less or specified value and play, ghost flare in image, natural air supply volume at idle- no air/ blocked, water contact / water removal- no air and water/ blocked, air function specify air flow- no air/ blocked, air function specify air flow- no air/ blocked and - water function specify water flow- no air/ blocked. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.